Event description:
It was reported that the cassette was not attached despite trying to troubleshoot. The pump alarmed with cassette not attached message displayed on screen. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. D9 date returned to manufacturer: 3/19/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was not duplicated. The device was found to have a faulty latch lock flex sensor. The manufacturer representative planned to replace the latch lock flex sensor, and the pump passed all functional tests and performed as intended after repair.